Event description:
Lap band placed in 2005. In 2008, no restriction was noted. Dr gave her two options 1. Another saline fill, 2. Surgery. Port replaced in 2009, post-op fluoroscopy performed and port was not holding saline. The following month, reporter made initial complaint on website. Reporter also contacted reps at lap-band and they never heard of this problem. Reporter had surgery the following month, to remove device and have another device placed. Reporter received letter from allergan a week later, which was dated early of the same month, requesting device. Reporter left a voice mail for allergan rep nineteen days later. But received no call back. Reporter eventually reached allergan rep who walked her through website that discussed clinical trial data. Allergan site only has port leak complaints, but has no complaints of lap band leak.